Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that on (B) (6) 2010 at 03:13:56, the device recorded a write to locked ram power on reset.

Event description:
It was reported that an electrical reset occurred on (B) (6) 2010. The reset was due to a "write to locked ram" error and is considered low severity. The diagnostic date was cleared but new data is currently being collected. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: initial reporter address changed to medtronic facility and facility location noted as us. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that on (B)(4) 2010 at 03:13:56, the device recorded a write to locked ram power on reset. Battery - battery depletion-normal.

Event description:
It was reported that an electrical reset occurred on (B)(6). The reset was due to a "write to locked ram" error and is considered low severity. The diagnostic date was cleared but new data is currently being collected. It was later reported that the device showed elective replacement indicator (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.